Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a DHR review revealed product code 150610007, work order (B)(4) was manufactured on 5th october 2016. 20 parts were manufactured per specification and all raw materials met specification. There are no nrs associated with this lot.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of tibial component at cement to implant interface. Depuy cement was utilized. Loosening occurred after a motor vehicle accident. No delay to surgery reported, doi: (B)(6) 2016, dor: (B)(6) 2018, left knee.